Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) due to minute ventilation (mv) oversensing. Right ventricular (rv) lead out of range above 3000 ohms pacing impedance measurements were noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) due to minute ventilation (mv) oversensing. Right ventricular (rv) lead out of range above 3000 ohms pacing impedance measurements were noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker system has triggered a lead safety switch (lss) due to right ventricular (rv) lead out of range impedance measurements. Technical services (ts) was consulted and recommended further testing. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) due to minute ventilation (mv) oversensing. Right ventricular (rv) lead out of range above 3000 ohms pacing impedance measurements were noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker system has triggered a lead safety switch (lss) due to right ventricular (rv) lead out of range impedance measurements. Technical services (ts) was consulted and recommended further testing. No adverse patient effects were reported. This product was explanted a couple of years after the event due to normal battery depletion. No adverse patient effects were reported. The product has returned for analysis.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) due to minute ventilation (mv) oversensing. Right ventricular (rv) lead out of range above 3000 ohms pacing impedance measurements were noted. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.